Event description:
(B)(6) 2005 (B)(6) had hernia repair surgery. (B)(6) 2013 (approximate date), she starting having pain around navel area, and fluid discharges started coming from navel. The discharges became so significant she had to pack and repack her naval with tissues several times/day. Mid (B)(6) 2014, (B)(6) sought medical attention. A sample was taken of the discharge for lab testing and she was prescribed antibiotics, which she took as directed. (B)(6) 2014, navel leaked blood, and (B)(6) again sought medical attention. (B)(6) was admitted to hospital and surgery was performed the following day removing the original mesh and replacing it with a different product made of animal derived mesh. (B)(6) was told by a medical professional that her body experienced the synthetic mesh as a foreign object, and began rejecting it, creating a fluid build-up.